Event description:
In 2009, ge oec was notified of an incident involving a 2800 uroview table by our legal counsel. The incident alleged that an operating room nurse sustained a cervical herniation while moving the urology table or some part of the table in 2006.

Manufacturer narrative:
In 2006, the ge service representative tightened hardware and lubricated the leg extension for ease of operation. The system was found to be working as intended.